Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is experiencing difficulty with the programmer. The device reportedly turns off when pressing the plus (+) amplitude key. As such, multiple attempts are required to initiate stimulation. Efforts to resolve this matter with use of a different programmer have proven unsuccessful. Despite this issue, the patient is reportedly receiving effective stimulation.